Event description:
Motor actuator for jasmine lift is not responding to demands, needs to be changed per tech service.

Manufacturer narrative:
Follow up to be sent if additional information is received.